Event description:
This unknown patient was admitted for carotid artery angiographic evaluation, which revealed a lesion in the internal carotid artery. The percentage of stenosis is unknown. The vessel was not calcified or tortuous. An angioguard device was successfully placed. A precise otw nitinol sys, 8x40 stent was advanced and deployed without difficulties. When the physician attempted to withdraw the precise delivery system, he felt resistance/friction. He applied extra force to withdraw the device and, as a result, the tip of the delivery system tore and separated from the device. It was on the angioguard guidewire. The device was successfully retrieved without injury to the patient.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.